Manufacturer narrative:
Investigation: a review of the provided photos confirmed the presence of black foreign matter near the tip of the catheter tubing. However, without the actual sample to examine, we were unable to identify what the foreign was or how it was introduced. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Although units were not returned for this incident; photos were provided for observation and photo 2. Revealed there was a black foreign substance (fm) near the tip of the catheter tubing. Although the defect of foreign matter was identified and confirmed with the photos provided for this incident; there not sufficient evidence to indicate or determine the source of fm or how it was introduced to the catheter (manufacturing or user setting) as the unit out of packaging. Therefore a definite root cause could to be established. Conclusions: confirmation of the subject of fm, as stated in the pr, was conclusive with the photos provided for evaluation of this incident. Confirmed there was a black substance (fm) near the tip of the catheter tubing. The photos did not supply sufficient evidence to determine any physical/mechanical evidence that would indicate that the fm noted in the pr was manufacturing related. Did the evaluation confirm the customer¿s experience with the bd product? No; confirmation of the failure of foreign matter was conclusive based on the observations of the photos provided for this incident. Were we able to reproduce the customer's experience with the bd product? N/a: units were not provided for this incident. Was the device used for treatment or diagnosis? Treatment.

Manufacturer narrative:
Investigation: although units were not returned for this incident; photos were provided for observation that revealed there was a black foreign substance (fm) near the tip of the catheter tubing. Although the defect of foreign matter was identified and confirmed with the photos provided for this incident; there is not sufficient evidence to indicate or determine the source of fm or how it was introduced to the catheter (manufacturing or user setting) as the unit out of packaging. Therefore a definite root cause could to be established.

Event description:
It was reported that foreign matter was found on the catheter of a 22 g x 1in.bd insyte¿ autoguard¿ bc shielded IV catheter with blood control. This was observed before use and there was no report of injury or medical interventions.